Event description:
Boston scientific received information that this patient received anti-tachycardia pacing (atp) for supraventricular tachycardia (svt). Additionally there was farfield oversensing on the right atrial (ra) lead which may have lead to the atp. Boston scientific technical services (ts) was consulted and suggested the device treated as it was a dual arrhythmia of atrial fibrillation (af) and ventricular tachycardia (vt). The atp caused the patient's heart rate to drop below the rate cutoff (rco) but the patient was still in sinus tachycardia. This patient was in a recent car accident and suffered a syncopal event from vt that was below the rco. The physician reprogrammed the rco to be lower to alleviate these issues. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.